Event description:
Employee was closing biohazard box to change it. Upon closing used scalpel came through side of biohazard box and lacerated left index finger at point it meets hand. Employee was taken to local ER. Was given: stitches, tetanus shot, hepatitis globulin. Stitches have since been removed. Finger healed. Awaiting a later hiv test.